Event description:
Revision occurred approximately 10 months after the primary surgery which occurred on (B)(6) 2023. No fall or other trauma reported. Revision occurred due to failure of the glenoid implant and was a dual system implantation. 15 degree + 6 lateralized glenoid baseplate, 36 mm centered glenosphere, 36 mm + 3 standard humeral, and 5 screws explanted. These parts were replaced with a 36 mm + 6 standard humeral cup and a competitor assembly for the glenoid side.

Manufacturer narrative:
Revision occurred after 10 months due to failure of the glenoid. No actual, implied, or suspect link to fx product.